Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located on the severely calcified and moderately tortuous unspecified vessel. After the physician performed rotational atherectomy with a 1.5 rotablator burr, a 2.50mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.